Event description:
It was reported that the patient developed an infection of the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Erosion was also observed over the electrode site at the xiphoid process as well as near the mid-axillary line of the device site. The s-ICD system was successfully explanted. It was planned to re-implant the patient in the future with a transvenous system. No additional adverse patient effects were reported. Additional information received stated that the patient also received inappropriate shocks due to oversensing subsequent to the erosion at the electrode site.

Event description:
It was reported that the patient developed an infection of the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Erosion was also observed over the electrode site at the xiphoid process as well as near the mid-axillary line of the device site. The s-ICD system was successfully explanted. It was planned to re-implant the patient in the future with a transvenous system. No additional adverse patient effects were reported.